Manufacturer narrative:
It was reported that the user facility reported this event to the FDA as well, however, the report number was not provided. Further information has been requested.

Event description:
It was reported a revision surgery was performed to replace the poly due to pain and dislocation.

Manufacturer narrative:
The associated complaint device was not returned for evaluation.